Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t transducer would not articulate fully on an epiq 7c ultrasound system during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. This model of transducer is not designed to articulate in all 4 directions. The device passed all functional including the articulation test. However, visual inspection noted damage to the cable connector, markings on the cable, a worn itube, and scratches on the mid-handle, tip, and window. Although there was no functional issue found with the transducer, the physical damage inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an s7-3t transducer would not articulate fully on an epiq 7c ultrasound system during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.